Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), implanted: (B)(6) 2019, ubd: 01-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced decreased processing speed related to cognition. Diagnostic methods included imaging, which revealed edema. Edema was present around the right side lesion, and was moderately extensive in the superior lateral right frontal lobe with some tracking inferiorly and moderate edema throughout the right thalamus and posterior internal capsule. There were two small focal areas of hemorrhage in the superior right frontal lobe. The event was considered related to procedure and related to device/therapy. Interventions included ER visit, hospitalization, prolongation of existing hospitalization, and observation with additional CT scans on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. The severity of the event was reported as life-threatening illness/injury and the event resulted in permanent impairment of a body structure/function. The event was considered resolved with sequelae as of (B)(6) 2020; the sequelae being continued cognitive adverse events, although it was noted the patient's condition was improving. The patient was implanted for essential tremor.